Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a air bubbles in set and reservoir of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was able to purge bubbles out with plunger rod and performed rewind and tubing fill. The customer will monitor and use room temperature insulin in future.